Manufacturer narrative:
Corrected fields: h6-medical device problem code. Updated fields: b4, g3, g6, h2, h11.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported by the customer during use that, the cardiosave intra aortic balloon pump had a gas loss in iab ircuit alarm and iab catheter restriction alarm. There was no harm to the patient.

Manufacturer narrative:
Corrected fields: h6-medical device problem code. Updated fields: b4, e2, e3, g3, g6, h2, h6-type of investigation, investigation findings, investigation conclusion, component code and h11. A getinge field service engineer (fse) could not duplicated the issue. Unit passed all functional and safety tests per factory specifications. Returned to customer.

Event description:
N/a.